Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. Reader did power on with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified. The reported test strips have not been returned and a valid strip lot number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed for and confirmed that precision strips continue to be safe, effective, and perform as intended in the field.    Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was completed for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the reported strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller reported the customer obtained a low reading from the adc freestyle libre reader. On (B)(6) 2019, the customer self-treated with medication to treat the unspecified low reading but continued to still "feel bad" and had neck pain. The customer went to the hospital and a blood glucose of 1044mg/dl was obtained by lab result after approximately 1 hour. The customer received unspecified medical treatmetn for a diagnosis of hypergycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer obtained a low reading from the adc freestyle libre reader. On (B)(6) 2019, the customer self-treated with medication to treat the unspecified low reading but continued to still "feel bad" and had neck pain. The customer went to the hospital and a blood glucose of 1044mg/dl was obtained by lab result after approximately 1 hour. The customer received unspecified medical treatment for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.